Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with superficial microstriae inferiorly nasal in the right eye (od) and a very trace of diffuse lamellar keratitis (dlk) on the left eye (os) that were discovered at a post treatment. The surgery center reported the microstriae was observed outside the line of sight and there were no symptoms. Topical steroid dosage was increased. It was stated that the patient did not experienced a loss of best corrected visual acuity (bcva). The patient¿s comments were of slight haze in periphery but good overall. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/25 -3.00 x -1.75 x 179, left eye pre-op 20/20 -3.25 x -1.25 x 1.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.